Manufacturer narrative:
Consumer reported that half way through the bottle she experiences burning and redness in both eyes that resolve after a while. Consumer reported it occurred multiple days in a row. Consumer is indicating the product did not neutralize. There was no report of medical treatment associated with the experience. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The consumer recovered. The product was not returned for evaluation and the lot number was not reported.

Event description:
Consumer reported that half way through the bottle she experiences burning and redness in both eyes that resolve after a while. Consumer reported it occurred multiple days in a row. Consumer is indicating the product did not neutralize. There was no report of medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.